Event description:
It was reported that the device dissected the vessel. The target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery (lad). A 6f guidezilla catheter-guide extension was selected for use. When the guidezilla was delivering a 3.00 x 22 non-boston scientific stent, the guidezilla caused a grade c, non-flow limiting dissection to the proximal 10-20 mm of the lad. A balloon was inflated for treatment and since the dissected vessel remained intact, the decision was made to allow the artery to heal on its own. The procedure was completed with no further complications. The patient was stable post procedure and was monitored for 24-48 hours.